Event description:
The oxygen in the oxygen concentrator has an unpleasant odor with a pungent chemical odor. This makes me feel uncomfortable, and sometimes I even feel difficulty breathing. I feel that the quality of this oxygen concentrator is not up to standard.